Event description:
It was reported that one day post implant, atrial capture could not be confirmed on electrogram. Reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.